Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds, rising and high impedances, high short v-v count, non- sustained ventricular tachycardia episodes with noise which triggered a lead integrity alert (lia). The physician suspected a connection issue. A procedure was planned and during the surgery the lead was disconnected and checked with good, stable measurements in the normal range. The lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.